Event description:
Radiation shield mounted on articulating arm broke at the mount joint. It fell approx 24" and struck pt on forehead and bridge of nose. Laceration required suture. This is a replacement arm for one which broke at the exact same place on 10/7/92.